Event description:
Customer reported that she experienced unexpected high and low blood glucose. Customer stated she is a brittle diabetic and has been having issues for about 2 weeks. Customer reported that she was hospitalized due to low blood glucose. Customer stated that the low blood glucose could have possibly been because of a missed meal but was unsure. Blood glucose value at the time of the admission was around 30 mg/dl. Customer stated she was also hospitalized due to high blood glucose. Customer also reported that the insulin pump alarmed button error and was unable to clear it; no troubleshoot performed due to the button error. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report 2032227-2014-45444 regarding the hospitalization for high blood glucose and 2032227-2014-44924 for button error alarm.